Manufacturer narrative:
The device history record for the final assembly lot was reviewed. There were no nonconformances pertaining to serial number: (B)(6). There was one deviation on operations 0030, 0060, and 0170, pertaining to the size of the container used to hold silicone adhesive used in the manufacturing process. The size of the container is not expected to have an impact on device flow rate. The device met all specifications prior to release from manufacturing. The device cannot be further evaluated at this time as it remains implanted. Blank fields in the MDR form represents unknown information. If further information is received at a later date, a supplemental report will be filed.

Event description:
It was stated to by a healthcare provider to intera clinical regarding a patient that was implanted with an intera 3000 hepatic artery infusion pump. Implant date was on (B)(6) 2023. The intraarterial pump flow rate as manufactured is 1.2 ml/day. It was reported that the pump flow rate has decreased, with calculated flow rate of ~0.7ml/day over the past 2 visits (reported baseline was ~1.1ml/day). No significant patient factors were reported associated with the flow rate. The first date of measured slow flow: on (B)(6) 2023: 1.07ml/day, on (B)(6) 2023: 0.7ml/day, on (B)(6) 2023: 0.76ml/day. It was reported that the patient underwent a flow study which determined that the catheter was patent with good flow to the liver, no reflux of blood and no resistance encountered. It was reported that the flow rate was 0.8 ml/day as on (B)(6) 2023. The clinician reported they would continue to use the pump at this time of this report.